Event description:
Pt in for radiation. Head, neck ca, unknown primary site. After treatment it was noted the bed had not moved and received radiation in one spot instead of several. Admitted to hosp for observation, given decadrons in case of seizures. Discharged with no apparent effect. M.d. Calculated pt received 30% of radiation than initially thought. The nomos was not securely fastened even though it felt tight.